Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the customer comment that an area of the display failed to respond to the stylus. The bezel overlay assembly was replaced and stylus calibrated. The hard drive was reconfigured and software reloaded and updated. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an area of the display of the programmer failed to respond to the stylus even after attempting to use a different stylus. The programmer was returned for service. There was no patient involvement.